Event description:
Nurse used both kinds of gloves and her hands started itching. Next she had hives all over and she started having breathing problems. Nurse visited emergency room, was treated and released. Two days later, she came in contact with latex gloves again and had a respiratory arest. She was admitted in ICU, was treated and discharged after 3-4 days.